Event description:
Customer complaints blood leak during the treatment. Blood flow rate: 250 ml/min; uf rate: 0.9 l/hr; venous pressure: 170 mmhg; dialysate pressure: 155 mmhg. The blood loss amount was 20 ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.